Event description:
It was reported that the device was used during a laparoscopic cholcystectomy. It was reported by the rep that the clips used in the clip applier were not forming properly. The clips were scissoring (ends of the clip were not crossing when fired). The case completed when another ER 320 was opened. There was no consequence to the pt.